Event description:
During the eval of a returned spectrum infusion pump, (B)(4) occurrence of "system error 322" alarm was identified in the event history log. There was no pt injury or medical intervention required since these items were found during the eval of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The reported "system error 322" alarms was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up report will be sent. The lower auxiliary flex assembly and upper auxiliary sub-assembly were replaced.